Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071321) on 18-aug-2017. The most recent information was received on 31-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), rheumatoid arthritis ("locking up in the knuckles/ seronegative ra"), autoimmune disorder ("all of the symptoms of an autoimmune disease"), ovarian cyst ("ovarian cysts"), endometriosis ("most likely had endometriosis"), dysmenorrhoea ("periods were heavy and cramps were awful") and menorrhagia ("when my first period came after the implant, it was much worse than I had / my periods were very heavy") in a female patient who had essure inserted for female sterilization. The patient's past medical history included parity 2 in 2013. Concomitant products included folic acid, ibuprofen (advil), lorazepam (ativan), methotrexate, nabumetone, paracetamol (tylenol) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), rheumatoid arthritis (seriousness criteria hospitalization and disability) with pain in extremity and arthralgia, ovarian cyst (seriousness criteria hospitalization and disability), dysmenorrhoea (seriousness criteria hospitalization and disability) and menorrhagia (seriousness criteria hospitalization and disability). In 2014, the patient experienced autoimmune disorder (seriousness criteria hospitalization and disability). In 2016, the patient experienced endometriosis (seriousness criteria hospitalization and disability). The patient was treated with adalimumab (humira), etanercept (enbrel) and surgery (underwent vaginal hysterectomy leaving only the ovaries in 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dysmenorrhoea was resolving, the rheumatoid arthritis had not resolved and the autoimmune disorder, ovarian cyst, endometriosis and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, autoimmune disorder, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst and rheumatoid arthritis with essure. The reporter commented: patient was taking "consyntex" as concomitant drug. I am on a new medication. All of this happened after I had essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2014: showed early degeneration. Most recent follow-up information incorporated above includes: on 31-oct-2018: case became potential legal, reporter added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071321) on 18-aug-2017. The most recent information was received on 21-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), rheumatoid arthritis ('locking up in the knuckles/ seronegative ra'), ovarian cyst ('ovarian cysts'), endometriosis ('most likely had endometriosis'), dysmenorrhoea ('periods were heavy and cramps were awful/dysmenorrhea (cramping)'), menorrhagia ('when my first period came after the implant, it was much worse than I had / my periods were very heavy/menorrhagia (heavy menstrual bleeding)') and multiple episodes of psoriatic arthropathy ('all of the symptoms of an autoimmune disease\type of autoimmune diagnosed seronegative ra/psoriatic arthritis type of autoimmune diagnosed seronegative ra/type of autoimmune diagnosed seronegative ra/psoriatic arthritis', 'psoriatic arthritis') in a 35-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 in 2013. Concurrent conditions included diarrhea, sinus headache, sinusitis, sinusitis bacterial, irritable bowel syndrome, colonic polyp, dyspepsia, heartburn, chest pain, nabothian cyst, ovarian cyst nos and abdominal adhesions. Concomitant products included beclometasone dipropionate (qnasl) since (B)(6) 2015, folic acid, ibuprofen, lorazepam (ativan), methotrexate, montelukast sodium (singulair) since (B)(6) 2015, nabumetone, paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), rheumatoid arthritis (seriousness criteria hospitalization and disability) with pain in extremity and arthralgia, ovarian cyst (seriousness criteria hospitalization and disability), dysmenorrhoea (seriousness criteria hospitalization and disability) and menorrhagia (seriousness criteria hospitalization and disability). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse ),") and pelvic pain ("pelvic pain /chronic pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced the first episode of psoriatic arthropathy (seriousness criteria hospitalization and disability). In 2016, the patient experienced endometriosis (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced the second episode of psoriatic arthropathy (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue"), depression ("depression / worsened depression"), gastrointestinal disorder ("gi conditions"), hypersensitivity ("allergy"), abdominal distension ("bloating"), constipation ("constipated"), arthralgia ("severe joint pain") and vulvovaginal pain ("vaginal pain") and was found to have neoplasm ("tumors"). The patient was treated with adalimumab (humira), etanercept (enbrel) and surgery (underwent vaginal hysterectomy leaving only the ovaries in 2016/total hysterectomy/bilateral salping). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cyst, endometriosis, dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain, back pain, fatigue, depression, gastrointestinal disorder, hypersensitivity and vaginal haemorrhage had resolved, the rheumatoid arthritis had not resolved and the last episode of psoriatic arthropathy, neoplasm, abdominal distension, constipation, arthralgia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, rheumatoid arthritis and the first episode of psoriatic arthropathy with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, constipation, depression, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, neoplasm, pelvic pain, vaginal haemorrhage, vulvovaginal pain and the second episode of psoriatic arthropathy to be related to essure. The reporter commented: patient was taking "consyntex" as concomitant drug. I am on a new medication. All of this happened after I had essure. Discrepancy noted: date of implant : (B)(6) 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),chronic, pelvic pain , abdominai, back pain , menorrhagia (heavy menstrual bleeding), nickel allergy, seronegative ra/psoriatic arthritis, fatigue, gi conditions,,tumor, endometriosis , ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. X-ray - in 2014: results: showed early degeneration. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, pelvic pain, depression, endometriosis,rheumatoid arthritis and dyspareunia. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs, medical record and social media received. Essure lot number and race added. Events added: abnormal bleeding (vaginal), bloating, constipated, severe joint pain and vaginal pain. Medical history, reporters and concomitant drugs were added. Lab data updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071321) on 18-aug-2017. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), rheumatoid arthritis ('locking up in the knuckles/ seronegative ra'), ovarian cyst ('ovarian cysts'), endometriosis ('most likely had endometriosis'), dysmenorrhoea ('periods were heavy and cramps were awful/dysmenorrhea (cramping)'), menorrhagia ('when my first period came after the implant, it was much worse than I had / my periods were very heavy/menorrhagia (heavy menstrual bleeding)') and multiple episodes of psoriatic arthropathy ('all of the symptoms of an autoimmune disease\type of autoimmune diagnosed seronegative ra/psoriatic arthritistype of autoimmune diagnosed seronegative ra/type of autoimmune diagnosed seronegative ra/psoriatic arthritis', 'psoriatic arthritis') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 in 2013. Concomitant products included folic acid, ibuprofen, lorazepam (ativan), methotrexate, nabumetone, paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), rheumatoid arthritis (seriousness criteria hospitalization and disability) with pain in extremity and arthralgia, ovarian cyst (seriousness criteria hospitalization and disability), dysmenorrhoea (seriousness criteria hospitalization and disability) and menorrhagia (seriousness criteria hospitalization and disability). In 2014, the patient experienced the first episode of psoriatic arthropathy (seriousness criteria hospitalization and disability). In 2016, the patient experienced endometriosis (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse ),"), pelvic pain ("pelvic pain /chronic pain"), back pain ("back pain"), the second episode of psoriatic arthropathy (seriousness criterion medically significant), fatigue ("fatigue"), depression ("depression"), gastrointestinal disorder ("gi conditions") and hypersensitivity ("allergy") and was found to have neoplasm ("tumors"). The patient was treated with adalimumab (humira), etanercept (enbrel) and surgery (underwent vaginal hysterectomy leaving only the ovaries in 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cyst, endometriosis, dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain, back pain, fatigue, depression, gastrointestinal disorder and hypersensitivity had resolved, the rheumatoid arthritis had not resolved and the last episode of psoriatic arthropathy and neoplasm outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, rheumatoid arthritis and the first episode of psoriatic arthropathy with essure. The reporter considered abdominal pain, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, neoplasm, pelvic pain and the second episode of psoriatic arthropathy to be related to essure. The reporter commented: patient was taking "consyntex" as concomitant drug. I am on a new medication. All of this happened after I had essure. Discrepancy noted: date of implant : (B)(6) 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),chronic, pelvic pain , abdominai, back pain , menorrhagia (heavy menstrual bleeding), nickel allergy, seronegative ra/psoriatic arthritis, fatigue, gi conditions,,tumor, endometriosis , ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: confirmation test-not specified. Result-bilateral occlusion. X-ray - in 2014: results: showed early degeneration. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: pelvic pain , back pain , dyspareunia, allergy, fatigue, gi conditions, tumor, were added. Lab data were added. Event autoimmune disorder updated to psoriatic arthritis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5071321) on 18-aug-2017. The most recent information was received on 06-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), rheumatoid arthritis ('locking up in the knuckles/ seronegative ra'), ovarian cyst ('ovarian cysts'), endometriosis ('most likely had endometriosis'), dysmenorrhoea ('periods were heavy and cramps were awful/dysmenorrhea (cramping)'), menorrhagia ('when my first period came after the implant, it was much worse than I had / my periods were very heavy/menorrhagia (heavy menstrual bleeding)') and multiple episodes of psoriatic arthropathy ('all of the symptoms of an autoimmune disease\type of autoimmune diagnosed seronegative ra/psoriatic arthritistype of autoimmune diagnosed seronegative ra/type of autoimmune diagnosed seronegative ra/psoriatic arthritis', 'psoriatic arthritis') in a 35-year-old female patient who had essure (batch no. B61396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 in 2013. Concurrent conditions included diarrhea, sinus headache, sinusitis, sinusitis bacterial, irritable bowel syndrome, colonic polyp, dyspepsia, heartburn, chest pain, nabothian cyst, ovarian cyst nos and abdominal adhesions. Concomitant products included beclometasone dipropionate (qnasl) since (B)(6) 2015, folic acid, ibuprofen, lorazepam (ativan), methotrexate, montelukast sodium (singulair) since (B)(6) 2015, nabumetone, paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), rheumatoid arthritis (seriousness criteria hospitalization and disability) with pain in extremity and arthralgia, ovarian cyst (seriousness criteria hospitalization and disability), dysmenorrhoea (seriousness criteria hospitalization and disability) and menorrhagia (seriousness criteria hospitalization and disability). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse ),") and pelvic pain ("pelvic pain /chronic pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced the first episode of psoriatic arthropathy (seriousness criteria hospitalization and disability). In 2016, the patient experienced endometriosis (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced the second episode of psoriatic arthropathy (seriousness criterion medically significant), back pain ("back pain"), fatigue ("fatigue"), depression ("depression / worsened depression"), gastrointestinal disorder ("gi conditions"), hypersensitivity ("allergy"), abdominal distension ("bloating"), constipation ("constipated"), arthralgia ("severe joint pain") and vulvovaginal pain ("vaginal pain") and was found to have neoplasm ("tumors"). The patient was treated with adalimumab (humira), etanercept (enbrel) and surgery (underwent vaginal hysterectomy leaving only the ovaries in 2016/total hysterectomy/bilateral salping). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cyst, endometriosis, dysmenorrhoea, menorrhagia, dyspareunia, pelvic pain, back pain, fatigue, depression, gastrointestinal disorder, hypersensitivity and vaginal haemorrhage had resolved, the rheumatoid arthritis had not resolved and the last episode of psoriatic arthropathy, neoplasm, abdominal distension, constipation, arthralgia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst, rheumatoid arthritis and the first episode of psoriatic arthropathy with essure. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, constipation, depression, dyspareunia, fatigue, gastrointestinal disorder, hypersensitivity, neoplasm, pelvic pain, vaginal haemorrhage, vulvovaginal pain and the second episode of psoriatic arthropathy to be related to essure. The reporter commented: patient was taking "consyntex" as concomitant drug. I am on a new medication. All of this happened after I had essure. Discrepancy noted: date of implant : (B)(6) 2004. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),chronic, pelvic pain , abdominai, back pain , menorrhagia (heavy menstrual bleeding), nickel allergy, seronegative ra/psoriatic arthritis, fatigue, gi conditions,,tumor, endometriosis , ovarian cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. X-ray - in 2014: results: showed early degeneration. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: abdominal pain, pelvic pain, depression, endometriosis,rheumatoid arthritis and dyspareunia. Batch no b61396 production date 2013-08-24 expiration date 2016-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5071321). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), rheumatoid arthritis ("locking up in the knuckles/ seronegative ra"), autoimmune disorder ("all of the symptoms of an autoimmune disease"), ovarian cyst ("ovarian cysts"), endometriosis ("most likely had endometriosis"), dysmenorrhoea ("periods were heavy and cramps were awful") and menorrhagia ("when my first period came after the implant, it was much worse than I had / my periods were very heavy") in a female patient who had essure inserted for female sterilization. The patient's past medical history included parity 2 in 2013. Concomitant products included folic acid, ibuprofen (advil), lorazepam (ativan), methotrexate, nabumetone, paracetamol (tylenol) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), rheumatoid arthritis (seriousness criteria hospitalization and disability) with pain in extremity and arthralgia, ovarian cyst (seriousness criteria hospitalization and disability), dysmenorrhoea (seriousness criteria hospitalization and disability) and menorrhagia (seriousness criteria hospitalization and disability). In 2014, the patient experienced autoimmune disorder (seriousness criteria hospitalization and disability). In 2016, the patient experienced endometriosis (seriousness criteria hospitalization and disability). The patient was treated with adalimumab (humira), etanercept (enbrel) and surgery (underwent vaginal hysterectomy leaving only the ovaries in 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and dysmenorrhoea was resolving, the rheumatoid arthritis had not resolved and the autoimmune disorder, ovarian cyst, endometriosis and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, autoimmune disorder, dysmenorrhoea, endometriosis, menorrhagia, ovarian cyst and rheumatoid arthritis with essure. The reporter commented: patient was taking "consyntex" as concomitant drug. I am on a new medication. All of this happened after I had essure. Diagnostic results (normal ranges are provided in parenthesis if available):x-ray - in 2014: showed early degeneration. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.